Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous suspension, perineorrhaphy, right sided extraperitoneal sacrospinous ligament, fixation to the vaginal vault and cystourethroscopy due to stage ii rectocele, stage ii vaginal vault prolapse and stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced trouble starting urinary stream, inability to empty bladder, genital sores, urinary urgency, inability to control bladder, urinary frequency. (B)(4). Experienced trouble starting urinary stream, inability to empty bladder, genital sores, inability to control bladder.

Event description:
Details: it has been reported that following insertion the patient experienced trouble starting urinary stream, inability to empty bladder, genital sores, urinary urgency, inability to control bladder, urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and urge leakage.

Event description:
It was reported that following insertion the patient experienced urinary tract infection and urge leakage.

Manufacturer narrative:
(B)(4).